Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes "that" fact that the invisalign system aligners caused or contributed to the patient's symptoms. This event is being filed as an MDR as the patient reported a tooth extraction (permanent impairment to a body structure) and an invisalign product was being used.

Event description:
The patient reported symptoms of root resorption, aggravation of the alveolar bone (bone loss), discoloration and extraction of tooth # 9 (upper left central incisor). The patient reported visiting an oral surgeon, who confirmed the resorption, and extracted tooth # 9. The patient reported being prescribed antibiotics to alleviate the reported symptoms. The treatment has not been discontinued as the patient is still wearing the aligners.